Manufacturer narrative:
Siemens filed the initial MDR on december 13, 2018. 12/19/2018 additional information: the patient cited in the case report has very high titer of anti-intrinsic factor antibody which can cause falsely elevated vb12 values (therefore in the normal range) and missed anemia diagnosis. Vb12 assays (both advia centaur and immulite) have a sample denaturation step that should have denatured the igg in general including the anti-if antibody. There is the possibility that an extremely high level of the anti-if antibody cannot be completely eliminated and would be the rare exception. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is filing the MDR conservatively as there is limited information provided. According to the case report, the possible cause is interference from a high titre of instrinsic factor antibody. Siemens healthcare diagnostics is investigating. MDR 2432235-2018-00455 was also filed for the immulite platform.

Event description:
In a case report from 2012, the advia centaur vb12 assay was reported to show normal results that were discordant with the clinical picture of the patient. The patient's clinical appearance is one of b12 deficiency. The (B)(6)-year old woman with severe anaemia (haemoglobin 58 g/l) who had been suffering from progressively increasing palpitations, profound fatigue and exertional dyspnoea for about one month was admitted to the hospital in (B)(6) 2011. The vitamin b12 and folate deficiency were considered immediately. However, the results were in the normal range. The patient received two red cell units and was discharged from the hospital. Two weeks later, the patient was admitted again with anemia based on hemoglobin levels, and when tested for vitamin b12 levels the results were in the normal range. It was decided at this point to treat the patient with a pharmacological dose of subcutaneous vitamin b12. After 2 weeks, the patient's condition improved and complete clinical and haematological recovery occurred within the next month. There was no report of adverse health consequences due to the discordant vb12 results with the clinical picture.